Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that during a follow-up 1 year post procedure , parent artery stenosis over 50% was observed in the dsa imaging. It is probable that the adverse event might have relation ship to the subject flow diverting stent. The patient was under medications.

Event description:
It was reported that during a follow-up 1 year post procedure , parent artery stenosis over 50% was observed in the dsa imaging. It is probable that the adverse event might have relation ship to the subject flow diverting stent. The patient was under medications. Additional information received on 15-jul-2022, stated, 1 year post procedure there was 50% stenosis noticed in the patient's artery which required re-treatment. Post re-treatment on (B)(6) 2022, patient felt numbness in left arm and fingers. According to site there was a possible relationship with the procedure, subject flow diverting stent and underlying condition. The adverse event was resolved on the same day and patient recovered.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. B5 executive summary- updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the anatomy had no extra tortuosity. The flow diverter may have been recaptured/resheathed back during the procedure once, at most. There was no extra injury/resistance encountered during the procedure. Sim & size simulation for all elective evolve cases are completed at the beginning of the procedure, so the sizing should be fine. The flow diverter was confirmed to be fully deployed under fluoroscopy during the procedure and there was good wall opposition in the post deployment images. There was no signs of stenosis on the stent after deployment. The total procedure time was 61 mins only with one surpass evolve device successfully implanted. Access was through right femoral. There was no device deficiency for this procedure. There was no patch testing done preoperatively for hypersensitivity reaction as it was not required. The patient was put on prasugrel 10mg/day starting (B)(6) 2021 and retreatment was performed on (B)(6) 2022. The patient also felt numbness of left arm and fingers on the (B)(6) 2022. The adverse events were resolved and the patient has recovered. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this event of patient parent vessel stenosis, aneurysm recanalization requiring retreatment and patient neurological deficit.

Manufacturer narrative:
B1 adverse event/product problem - updated. B5 executive summary - updated. D4 lot# - corrected from 21755454 to 21755454r. H6 conclusion code grid - updated. F10 / h6 medical device problem code - device code grid - updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the anatomy had no extra tortuosity. The flow diverter may have been recaptured/resheathed back during the procedure once, at most. There was no extra injury/resistance encountered during the procedure. Sim & size simulation for all elective evolve cases are completed at the beginning of the procedure, so the sizing should be fine. The flow diverter was confirmed to be fully deployed under fluoroscopy during the procedure and there was good wall opposition in the post deployment images. The total procedure time was 61 mins only with one flow diverter device successfully implanted. Access was through right femoral. There was no device deficiency for this procedure. There was no patch testing done preoperatively for hypersensitivity reaction as it was not required. The patient was put on prasugrel 10mg/day starting (B)(6) 2021 and retreatment was performed on (B)(6) 2022. The patient also felt numbness of left arm and fingers on the (B)(6) 2022. The adverse events were resolved and the patient has recovered. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this event of "stenosis with stent deformation", "aneurysm recanalization requiring retreatment" and "patient neurological deficit". While there are a number of potential causes for the reported issue, ¿stent dislodged/migrated¿, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent dislodged/migrated¿.

Event description:
It was reported that during a follow-up 1 year post procedure , parent artery stenosis over 50% was observed in the dsa imaging. It is probable that the adverse event might have relation ship to the subject flow diverting stent. The patient was under medications. Additional information received on 15-jul-2022, stated, 1 year post procedure there was 50% stenosis noticed in the patient's artery which required re-treatment. Post re-treatment on (B)(6) 2022, patient felt numbness in left arm and fingers. According to site there was a possible relationship with the procedure, subject flow diverting stent and underlying condition. The adverse event was resolved on the same day and patient recovered. Update: additional information received on 25-may-2023 stated that on 15 months follow up, stent migration/embolization (the distal part was below the cerebri anterior when placed originally. It has moved distally and covers the orifice of cerebri anterior now). The only neurological event reported since device deficiency started was ae5 (cutaneous sensory disorder), non-serious, cta (computed tomography angiography) showed normal finding, resolved on the same day.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the anatomy had no extra tortuosity. The flow diverter may have been recaptured/resheathed back during the procedure once, at most. There was no extra injury/resistance encountered during the procedure. Sim & size simulation for all elective evolve cases are completed at the beginning of the procedure, so the sizing should be fine. The flow diverter was confirmed to be fully deployed under fluoroscopy during the procedure and there was good wall opposition in the post deployment images. The total procedure time was 61 mins only with one flow diverter device successfully implanted. Access was through right femoral. There was no device deficiency for this procedure. There was no patch testing done preoperatively for hypersensitivity reaction as it was not required. The patient was put on prasugrel 10mg/day starting (B)(6) 2021 and retreatment was performed on (B)(6) 2022. The patient also felt numbness of left arm and fingers on the (B)(6) 2022. The adverse events were resolved and the patient has recovered. Additional information received on the 10-jul-2023 and on 14-jul-2023 as follows; ae#1: tia (patient experienced the numbness of upper left limb, suspicion of the tia). Ae1, therapy with micardis 40 mg daily was increased to 80 mg daily and the subject received a cocktail of paracetamol b. Braun 1000 mg, primperan 10 mg, oradexon 5 mg, and stesolid novum 2.5 mg, once intravenously. Ae#2: ischemic stroke (the numbness of upper left limb was still present. In addition, patient experienced severe fatigue). Ae2, therapy with effient was increased to 10 mg daily and therapy with atorvastatin orion was interrupted. Furthermore, the subject was prescribed soma 40 mg daily from (B)(6) 2021, as prophylactic medication. An assignable cause of anticipated procedural complication will be assigned to the reported ¿stenosis with stent deformation¿, ¿aneurysm recanalization requiring retreatment¿, ¿patient neurological deficit¿, 'patient tia (transient ischemic attack)' and 'patient stroke' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files. While there are a number of potential causes for the reported issue, ¿stent dislodged/migrated¿, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent dislodged/migrated¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that during a follow-up 1 year post procedure , parent artery stenosis over 50% was observed in the dsa imaging. It is probable that the adverse event might have relation ship to the subject flow diverting stent. The patient was under medications. Additional information received on 15-jul-2022, stated, 1 year post procedure there was 50% stenosis noticed in the patient's artery which required re-treatment. Post re-treatment on 23-jun-2022, patient felt numbness in left arm and fingers. According to site there was a possible relationship with the procedure, subject flow diverting stent and underlying condition. The adverse event was resolved on the same day and patient recovered. Update: additional information received on 25-may-2023 stated that on 15 months follow up, stent migration/embolization (the distal part was below the cerebri anterior when placed originally. It has moved distally and covers the orifice of cerebri anterior now). The only neurological event reported since device deficiency started was ae5 (cutaneous sensory disorder), non-serious, cta (computed tomography angiography) showed normal finding, resolved on the same day. Update: additional information received on 10-jul-2023 stated that the patient had ae#1 tia (patient experienced the numbness of upper left limb, suspicion of the tia) and ae#2 ischemic stroke (the numbness of upper left limb was still present. In addition, patient experienced severe fatigue. Received on 14-jul-2023, ae1: therapy with micardis 40 mg daily was increased to 80 mg daily and the subject received a cocktail of paracetamol b. Braun 1000 mg, primperan 10 mg, oradexon 5 mg, and stesolid novum 2.5 mg, once intravenously. Ae2: therapy with effient was increased to 10 mg daily and therapy with atorvastatin orion was interrupted. Furthermore, the subject was prescribed soma 40 mg daily from (B)(6) 2021, as prophylactic medication. No additional information available.